Event description:
It was reported that there was particulate matter (pm) contamination in eleven (11) sterile repeater pump tube sets. The pm was described as, ¿fixed black particles, a movable white particle, and fibers¿. The pm was observed during inspection prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.